Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. The lens has been cut in half, typical of insertion and removal from the eye. Additional split\cracks are observed coming from the area where the lens has been cut. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure she noted a cracked iol after implantation. She removed the iol and replaced it with a 3 piece iol. Additional information was provided by the director of health services, that in the surgeon's opinion, a pre-existing crack/defect in the lens and/or crack on folding into cartridge, caused or contributed to the event. The patient developed corneal edema and descemet's tear. The patient continues to use steroids to reduce edema, possible bubbling of descemet's tear by cornea specialist. The prognosis is good outcome, but prolonged healing.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).